Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that the wire for the cautery device popped up. There was significant delay in the case or harm to the patient. A new one was opened up to complete the case. There was no harm to the patient.

Manufacturer narrative:
Trackwise # (b.)(4) analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /13 & 22) : the device was returned to the factory for evaluation on 01/31/2022. An investigation was conducted on 05/02/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw form the base with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/ bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They stated that the wire for the cautery device popped up. A new one was opened up to complete the case. There was not a significant delay in completing the case. There was no harm to the patient.